Event description:
The customer reported the visera elite video system center video signal no longer works. The customer mentioned that the problem is due to faulty cable to the dve. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the phenomenon was the damage found on the cable. As reported, when the cable was replaced the problem was resolved. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.